Manufacturer narrative:
The unit was unable to prime during the prime/compromised force sensor system test and the unit had a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The unit had a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
The customer's mother called to report a motor error alarm during prime. The customer's blood glucose reading was unknown. During troubleshooting, the caller was able to rewind the device. The customer was advised to discontinue the device, and revert to a back-up plan. The customer was advised that the device would be replaced and to return his device back for analysis.